Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2012. Subsequently, patient's legal counsel reports patient allegations of pain, loss of range of motion, elevated metal ion levels, metal poisoning and metallosis. Subsequently, patient underwent revision procedures on (B)(6) 2013, (B)(6) 2013 and (B)(6) 2014. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient medical records indicate right hip revision, first stage of two-stage revision, on (B)(6) 2013 was due to pain, difficulty with ambulation, and infection. The patient¿s operative report noted purulent material and fluid. All components were removed and replaced with antibiotic spacer/beads. Additional information received in patient medical records indicate right hip revision, second stage of two-stage revision, was on (B)(6) 2013. Antibiotic spacers were removed and total hip components were reimplanted. Additional information received in patient medical records indicate right hip revision, first stage of two-stage revision, was on (B)(6) 2014 due to infection. All components were removed and replaced with antibiotic spacer.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 4 of 5 mdrs filed for the same patient (reference 1825034-2014-03714, 03719, and 2014-07401 / 07403).